Manufacturer narrative:
Investigation: used test and analysis equipment; keyence vhx 600d digital microscope. Panasonic dmc tz8 digital camera. We made a visual inspection of the complained screw. The deflection of the threaded part is clearly visible. Body and insert are without damages. The flanks are still on the body. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: our quality assurance ensures, that a part with such a failure never leaves our factory. No CAPA is necessary.

Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint: (B)(6). The first implant was performed on (B)(6) 2016. It is reported that a revision surgery performed on (B)(6) 2016. During the x-ray it was noticed that the screw (sw767t) was bent. The screw was removed and replaced, it was a 15 minute process. No harm to the patient.